Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alarm as well as blank display. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap is not loose, cracked or damaged. The insulin pump will be returned for analysis.